Event description:
It was stated that the customer experienced high blood glucose levels during the night. It was also stated that the insulin pump screen was blank when the customer's parents when to check on him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.